Event description:
It was reported that during service of the ventilator, a technical alarm was found in the device logs from an earlier date. The technical alarm indicated disabled valves. There was no pt harm reported. (B)(4).

Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental MDR report will be sent when the investigation is completed. (B)(4).